Event description:
The manufacturer received information alleging that the rep dreamstation auto bipap device was unusable without its accessories and had not been used for the past two years. The patient allegedly suffered serious injuries resulting in extended hospitalization. Currently, the patient is in a wheelchair and requires oxygen 24/7. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.